Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella cp the patient had bleeding noted from companion sheath. Unsure if it was coming from the sheath itself or from the 14 fr introducer sheath. The patient did receive 2 units packed red blood cells.

Manufacturer narrative:
Removed a24 from h6; added a050401 to h6. The investigation is still ongoing.